Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. A twisted tubing beneath the twist clamp was observed. Leak and clamp function testing were performed and no issues were observed. Clear passage testing was performed and there was no flow observed due to twisted silicone tubing inside main body. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. The cause of the twisted tubing could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the mainbody of a minicap transfer set; further described as ¿the dark blue connection end unscrewed from the light blue¿. This was observed during disconnection from peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.